Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was 158 mg/dl. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated insulin pump had moisture inside the battery compartment. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device received with cracked case on the back at the battery tube area, and battery tube threads.